Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and reported the issue could not be duplicated during device testing. However, the pse confirmed the diagnostic code 1104 in the device event log verifying the occurrence of a check vent: backup alarm failed. Furthermore, review of the device event log confirmed that the event occurred during power on self-test (post). The central processing unit (cpu) printed circuit board assembly (pcba) was proactively replaced as a preventive measure. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu pcba into a pil v60 standard test bed (stb) for testing. The technician verified that the alarm error code e1104 for backup alarm failed showed multiple times in the log. Neither the associated occurrence, nor error code e1104 could not be duplicated at the product investigation lab during the boot up of the cpu pcba or stb operation using the cpu pbca. In addition, no post (power on self-test) errors were noted during the boot up of the stb with the suspect cpbu installed at the pil. With the unit in a no power/hardware power fail state the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. Furthermore, the cpu pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specification. The ls1 (loudspeaker 1) resistance was measured at a solid 397k ohms, verifying that ls1 was not shorted or open. The pil technician verified that ls1 functioned as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. The technician purposely generated an alarm condition by the temporary disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. The pil part analysis of the customer complaint resulted in a no problem found conclusion. H11: d4 - product UDI #.

Event description:
Philips received a complaint from the customer, reporting a backup alarm failed message occurred on the v60 ventilator. The device was reported to be in clinical use. There was no harm, nor a delay in therapy. The ventilator was exchanged for another v60 ventilator. The device did not meet specification for intended use and was removed from service. The customer biomedical engineer (bme) reported the alarm was not resettable but was unable to reproduce the condition in later testing. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).